Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the user facility that the listed needle detached from the syringe while a healthcare professional was giving an injection. The reporter indicated that no adverse health outcomes occurred in result of the event.